Manufacturer narrative:
Catalog number and UDI are unknown. Operator of device is unknown. Customer reported to FDA is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that no disposable alarms occurred on the pump right from the start. No patient injury was reported.